Manufacturer narrative:
On 21-may-2021, it was found that additional information regarding the side of the implant, lot number, and serial number were omitted on the previous report. On 31-may-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with an area of shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4) on 17-may-2021, mentor received additional information regarding the complaint device and side of the implant. Initially, the side of the implant, lot and serial numbers of the complaint devices were reported as right, (B)(6), and (B)(6) respectively. However additional information revealed that the side of the implant was left, and the actual lot and serial number of the complaint device are (B)(6) and (B)(6) respectively. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. Initially, it was reported that right-sided rupture was observed upon explantation. However, additional information revealed that ultrasound performed on unspecified date indicated right-sided rupture, and as a result the patient underwent the revision surgery on (B)(6) 2021. Updated reason for device explant and/or reoperation: rupture on (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2012, mentor received additional information regarding the side of the medical device. Previously, the side of the implant was reported as left. However, additional information revealed that the side of the implant was actually right. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient underwent removal and replacement with two 440cc mentor memorygel breast implant prostheses (catalog #: smpx440, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2021 for an unspecified reason. Upon explantation, the right-sided rupture was observed. It is currently unknown as to why the patient underwent the revision surgery. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.